Manufacturer narrative:
Product analysis: analysis was able to confirm the reported stylus alignment issue. The touchscreen was out of calibration. The printed circuit board (pcb) was replaced and the touchscreen was re-calibrated. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus was misaligned with the cursor on the display screen. The user replaced the stylus and re-calibrated the programmer but the issue persisted. The programmer was returned for service. No patient complications have been reported as a result of this event.